Manufacturer narrative:
The event of "sinus symptomology" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further follow-up with the healthcare professional noted the following additional information: patient was injected with juvéderm® ultra xc nasolabial folds, marionette lines and lip line. Symptom onset was "several days" after injection. Physician stated patient ¿began having sinus symptomatology" and was seen by local ent group. Patient was reportedly treated with antibiotics and steroids at this time. Per ent, an "MRI and lymph node biopsy" was performed, with subsequent excision.

Manufacturer narrative:
Medwatch sent to FDA on 12/22/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lymphadenopathy, mass and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ "additionally there have been reports of nodules, infection, and inflammation.¿ ¿the onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month.¿ ¿the onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.¿

Event description:
Healthcare professional reported that immediately after injection with an unspecified "juvederm product in the nasolabial folds and marionette lines, the patient experienced an "inflammatory non infectious response" in the perioral and neck area. Healthcare professional reported that the patient had "lymphadenopathy" in the neck. Patient underwent surgery to have the "mass" in the neck removed. Healthcare professional noted the mass was "not malignant just inflammatory." Patient was also treated with an unknown "steroid." Patient underwent an MRI with unreported results. Symptoms have completely resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that immediately after injection with an unspecified "juvéderm®" product in the nasolabial folds and marionette lines, the patient experienced an ¿inflammatory non infectious response" in the perioral and neck area. Healthcare professional reported that the patient had "lymphadenopathy" in the neck. Patient underwent surgery to have the "mass" in the neck removed. Healthcare professional noted the mass was "not malignant just inflammatory." Patient was also treated with an unknown "steroid." Patient underwent an MRI with unreported results. Symptoms have completely resolved.